Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 407652 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the implantable pulse generator (ipg) battery was depleting fast. The device remains in use. No patient complications have been reported as a result of this event.